Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the implant coil was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the axium implant coil prematurely detached as it was being repositioned. The detached implant coil was pushed into the aneurysm with the pushwire. No injury was reported with the patient as a result of the procedure.